Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that the atrial ac rejection test failed 4 out of 10 times. After a hybrid circuit component was replaced, all tests passed when re-ran. Conclusion: confirmed the failures seen during servicing of the device caused by a hybrid circuit component failure.

Event description:
The epg (external pulse generator) was returned to the manufacturer for trade-in. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the epg (external pulse generator) failed incoming testing due to the main printed circuit board being out of electrical specification. The battery release, battery cover o-ring, upper/lower cases, and bail and ring covers were contaminated. Battery contacts were compressed, battery drawer, bail and ring covers, upper/lower cases broken, upper case dented, keyboard scratched, and bail and ring missing. (B)(4).